Event description:
A malfunction alarm was reported, and a notable event did not occur prior to the malfunction. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so the impact on the customer's blood glucose level was unknown. The technical support team provided information to reset the pump and assisted the customer with the reset, which resolved the issue, as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.